Event description:
The customer reported that she had battery issues. The insulin pump shut off without a low battery alarm. When she replaced the battery, the insulin pump alarmed battery out limit. The customer experienced a low blood glucose level of 31 mg/dl before going to bed and woke up with elevated blood glucose levels. The customer believed the insulin pump may have over delivered on its own. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.